Event description:
Procedure: colon resection. According to the reporter: during robotic resection of the colon, the instrument did fire completely and did not open. The jaws were forcibly opened. Approximately 0.5cm of colon (large intestine) was resected.

Manufacturer narrative:
Initial report sent to FDA on: 10/08/2009.